Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that there were white deposits centrally on the posterior side of the intraocular lens (iol). The patient is not complaining at this time. The iol remains implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Please note an incorrect device manufacturing date had been provided in the initial report (2/25/2019). The correct manufacturing date has now been provided. Device manufacture date: 2/25/2016. All pertinent information available to abbott medical optics has been submitted.